Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Testing results: donor #1: retention meter and master lot strips: 2.5 inr, customer meter and customer strips: 2.5 inr, customer meter and customer strips: 2.6 inr, customer meter and customer strips: 2.6 inr. Donor #2: retention meter and master lot strips: 2.3 inr, customer meter and customer strips: 2.3 inr, customer meter and customer strips: 2.4 inr, customer meter and customer strips: 2.4 inr. The maximum difference between measurements with the same blood sample was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a high inr result from a coaguchek xs meter serial number (B)(4) compare to the sta compact stago laboratory method. The result from the meter was 6.4 inr. Within 7 hours the laboratory result was 4.0 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer did not have any treatment based on meter results. There is no allegation of an adverse event. The customer does not have hematocrit concern, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, has not been ill or on any new medications, no changes in diet, and no symptoms of bleeding or bruising. The customer says that they adjust their coumadin dosage weekly based on results from the meter. The customer's meter and test strips have been requested for return. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing. Additional discrepant results were identified during the review of the customer's meter memory. On (B)(6) 2017 at 15:08 the result from the meter was 2.7 inr. On (B)(6) 2017 at 17:26 the result from the meter was 3.8 inr. On (B)(6) 2018 at 13:33 the result from the meter was 1.1 inr. On (B)(6) 2018 at 13:40 the result from the meter was 6.7 inr.